Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: generalized illness. (B)(4).

Event description:
It was reported via mw5097493 that a female patient underwent an unspecified breast implantation procedure with unspecified mentor saline breast implants and suffered several unexplained systemic symptoms, including numbness/tingling of arms, pain in neck. Gi pain/diarrhea, skin tingling, muscle twitching, rash on trunk, dizziness, tinnitus, anxiety, brain fog, vision worsening, heart palpitations, joint pain, and food intolerances. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. As a result, the patient underwent removal on (B)(6) 2020. This report is for the first of two devices.

Manufacturer narrative:
On (B)(6) 2021, additional information was received indicating the patient's age at the time of event was 34 years old. Patient race was identified as caucasian. Additional symptoms were reported including hair loss, fatigue, and low white blood cell count. The replacement devices were identified as unspecified saline breast implants. Manufacturer¿s reference number: (B)(4).